Event description:
It was reported that while using bd totalys slideprep there were signs of cross-contamination by the laboratory personnel. It was reported that there is debris from bundles and signs of cross contamination.

Manufacturer narrative:
Describe event or problem: it was reported that while using bd totalys slideprep there were signs of cross-contamination by the laboratory personnel. It was reported that there is debris from bundles and signs of cross contamination. Investigation: complaint reports cross contamination on slideprep (catalog number 491346) serial number (B)(4). Complaint alleges customer noticed debris on slides and feels it is coming from the birdbath. Customer did not find any damage to the quad bundles nor were they touching the slides. No erroneous results were reported. Service dispatched to re-calibrate the deck, cleaned the quad bundles and birdbath. Post intervention the instrument was left operating normally. Root cause is not determined and this complaint is not a confirmed failure of the instrument. DHR review revealed no abnormalities during build and test of this unit prior to shipping, as it is related to the failure mode reported. There are no corrective action plans or other corrections occurring. Bd quality will continue to monitor for trends associated with failure of "contamination / foreign matter."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd totalys slide prep foreign matter was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact.